Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During left ventricular (lv) lead implant, the guidewire was unable to be removed from the lv lead. A new lead was implanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of guidewire stuck in the lead was confirmed. As received, a complete lead with stuck guidewire was returned in one piece. The ptfe coating of the guidewire was found stripped and was found bunched inside the inner coil at the connector region. The cause of the reported event was isolated to the bunching of the stripped ptfe coating inside the inner coil at the connector region.